Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s heart rate had gradually go into the ventricular tachycardia (vt) zone for approximately one hour and the implantable cardioverter defibrillator (ICD) did not deliver a shock. The patient went to the hospital and had to be externally defibrillated to break their vt. The ICD was operating appropriately based on its programmed parameters, but it appears it may have not been optimally programmed for the patient. The ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.